Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that no causes or contributing factors for the event were identified. The patients vessel tortuosity was normal. The pipeline had been placed in a vessel bend when it failed to open, "however, the device still failed to open when deployed at the m1 segment during the second attempt." The procedure was completed by, "the pipeline device was replaced with one of a smaller diameter.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a ped that failed to open in mid-section and became stuck in the microcatheter hub. It was reported that this case involved a c6 segment aneurysm with favorable vascular condition. During the deployment of a dense mesh stent, the tip opened successfully; however, the mid-section failed to open despite repeated attempts at deployment. It was retrieved at m1 horizontal segment four to five times, and neither tensioning nor slackening techniques failed to open it. Consequently, it became necessary to replace the dense mesh stent with a new one. However, as the dense mesh stent was stuck within the hub of the microcatheter and could not be removed, the microcatheter had to be replaced and reported together. The pipeline was not used for any indication that is not approved (off-label). It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The catheter was flushed as indicated in the IFU. Ancillary devices include a tonbridge silver snake guide catheter and syncho guidewire.